Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose in the 400mg/dl to 500mg/dl range. The customer indicated that the pump is not delivering the correct amount of insulin and that air bubbles are in the reservoir. The product was not returned for analysis.